Event description:
It was reported that a "resume insulin" alarm occurred inappropriately on multiple occasions. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed to resume insulin delivery but encountered the alarm again. While waiting for a new pump to be delivered, customer reverted to using a backup method for insulin delivery.